Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Postal code: (B)(6). No further information has been provided to date. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that an unknown malfunction occurred with the drill bit during surgery at the (B)(6) hospital. No further information has been provided to date

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. D10: attempts were made to obtain additional information. However, none was available. As the product has not been received, the investigation was limited to the information provided; a review of complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. Mhr review could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found no similar complaint reported with the item 470004s . Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports unknown malfunction with drill bit. Risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. Reamers and drills, damage to the instrument relates to the reported event. This has a severity score of 2 defined in the rmr as temporary or reversible impairment (without medical intervention) / transient, minor impairment or complaints. The reported event does not allege any patient harm or delay to surgery. Therefore, the outcome of this complaint is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to notification date, being (B)(6) 2020. Sales (may 2017 to may 2020) = (B)(4) units. Complaints search was conducted for events occurring between may 2017 to may 2020 for item 470004s. No other complaints were identified for this item number other than (B)(4) . Therefore, the calculated occurrence rate is (B)(4) . Since the occurrence calculation is based on only 1 complaint, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. Additionally, this item was rationalized in 2018 and is no longer manufactured. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3: product has not been returned.

Event description:
It has been reported by the sales rep that an unknown malfunction occurred with the drill bit during surgery at the (B)(6) hospital on (B)(6) 2020. No further information has been provided to date.